Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter, during a total gastrectomy an end-to-side anastomosis of esophagus and jejunum, the surgeon fired the device; however mucosa was caught in the device and donut ring had an awkward shape. Additional tissue was resected. A new device was used to correct the condition.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of two devices. The visual inspection and functional evaluation of the devices had acceptable results. Visual and functional testing of the returned products confirmed the products met specifications that were tested regarding the reported condition. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.